Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Laboratory testing was unable to confirm the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from its original implanted site the day after the procedure. A new lv lead was successfully implanted. No adverse effects reported from the procedure.